Event description:
It was reported that during the implant procedure, the guide perforated the lead body and went out from inside between the atrial electrodes and the ring. The lead was not implanted. No patient complications were reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary (B) (4) no anomalies found. Visual analysis noted that the distal conductor was distorted, the distal conductor has blood/body fluid but it is not obstructed and the outer insulation was perforated. Device damaged at implant.